Event description:
During implant repairing right distal radius with open reduction internal fixation(orif). Variax screw (synthes)head broke off. Remaining screw was removed. Different screw was reimplanted.